Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, unit received with cracked bleeding lcd display. No unexpected critical pump error (open book) noted during testing. Unit received with cracked retainer, cracked case at battery tube side, minor scratched display window and scratched case. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.